Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 17 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to degenerative joint disease and pain. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the depuy knee system and smartset bone cement x 1. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon indicated the tibial component was frankly loose adding the majority of the cement was left on top of the tibia. He reported the femoral and patella components were solid and were not revised. The surgeon reported no intraoperative complications. Depuy components were implanted in the revision. Unknown cement was utilized in the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2017, (rt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summarythe device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 06 november 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. 4100 units released. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.